Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip cable is loose, but not visibly broken at the wrist. One grip input disc spins freely without corresponding output motion of grip. This suggests a failure at the back end. The housing was removed to find one grip cable broken near the back idler pulleys. The pulleys spin freely and do not exhibit mechanical damage. Other back end cables are not damaged. Additional observations not reported by site are pitting corrosion and tube damage. Aluminum backend components exhibit light pitting corrosion, but the severity is greater on the roll bushing than the clamping pulleys. The main tube exhibits wearing with light material removal and a rough surface finish throughout its length. Evidence not conclusive, but damage is likely due to improper cleaning. There were 77 fires left. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The cleaning and sterilization user manual specifically states: do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.

Event description:
It was reported that during central processing, it was noted that wires were coming out of the small clip applier instrument. No patient harm, adverse outcome or injury was reported.